Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no insulin smell or moisture damage on the inside reservoir compartment or motor. The insulin pump had a broken reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked end cap and missing end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call damage on the insulin pump. Customer's blood glucose level was 316 mg/dl. Troubleshooting for the cosmetic damage was performed. Customer's mother advised the device is cracked around the reservoir housing and plastic pieces are peeling off. Customer's mother advised the customer was having high blood glucose and she could smell insulin. Customer's reservoir was missing the o-ring. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.